Event description:
The pump and catheter were returned to the manufacturer when it was explanted. The return paperwork did not suggest or question a malfunction. Follow-up information indicated that the patient expired due to a pneumothorax unrelated to the device system. The pump was used to deliver morphine. Routine analysis was performed.

Manufacturer narrative:
(B) (4). Final pump analysis revealed no anomaly found - normal device function. Final catheter analysis revealed catheter leakage-hole. The catheter has a hole located at the end of the pump connector metal dispensing tip. It was also noted that the catheter has a pinched area located from 4.6cm to 4.8cm from the proximal end. Catheter.